Event description:
It was reported that the ilet pump¿s screen became difficult to see after the user removed the device from a pocket, and a replacement device was issued with instructions for shutdown, return, and re-start, while the user continued cgm use via the dexcom app or receiver. Symptoms included no reported clinical effects. Outcomes included no medical intervention, no hospitalization, and no device alarms. Investigation included review of the complaint history and logistics of replacement. Investigation of this device revealed a device display visibility issue consistent with a hardware screen visibility problem, with no associated alert or alarm function concerns. It was concluded, based on previously established findings for similar reports, that the cause was device component failure related to the display.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint about ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.